Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 curved-tip instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was visually inspected and found with no signs of physical damage. The instrument was tested in-house and was able to initialize, clamp, fire, and unclamp without any issues. The instrument fired successfully using a blue 30 endowrist reload, producing a smooth and consistent cut line with all staples correctly formed into the proper b-shape. The instrument passed recognition and engagement tests on three of three attempts. It moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The instrument attached to and removed from the system arm without issue. Review of master supervisory controller, digital signal processing, and engagement logs did not verify any failures. The instrument was found to be fully functional. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the wrist portion of the stapler 30 curved-tip instrument would not articulate appropriately when trying to staple. The procedure was completed with no reported injury.